Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was unable to implant. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.